Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous vein side. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 20 atmospheres for 30 seconds, the balloon ruptured and vertically separated. The device was removed without problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported.